Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. As per medical review: the event, a revision tha for head-trunnion failure can be confirmed. The elevated metal levels cannot be confirmed without additional medical records.

Manufacturer narrative:
An event regarding abnormal ion level, and disassociation involving a metal head was reported. The event was confirmed for disassociation based on medical review but not confirmed for abnormal ion level,. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review:  a review of the provided medical records by a clinical consultant stated the following comment: : 'confirmation: the event, a revision tha for head-trunnion failure can be confirmed. The elevated metal levels cannot be confirmed without additional medical records. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause was likely related to an lfit head-trunnion problem. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: it was reported that patient is suffering from excessive level of chromium and cobalt in blood. A review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event, a revision tha for head-trunnion failure can be confirmed. The elevated metal levels cannot be confirmed without additional medical records. The alleged injuries cannot be confirmed without additional medical records. The event was confirmed for disassociation based on medical review but not confirmed for abnormal ion level. Additional information including progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lift anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.